Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a stylus problem as the stylus was found to be out of calibration. It was also noted that the power cord bay was damaged. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a stylus problem. The programmer has been returned to service. There was no patient involvement.